Manufacturer narrative:
Eval summary - device was returned to MFR and evaluated both visually and functionally. Visual eval showed that aperture of device was "stuck" closed. Functional eval and disassembly showed a broken outer cannula hub assembly.

Event description:
Customer reported that biopsy device functioned properly and acquired tissue of interest. However, physician was unable to retrieve one specimen from the device. Customer reports that they switched to another device and finished the procedure without problem.